Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, the patient presented fatigue. Upon review, device auto mode switch was observed due to oversensing and crosstalk; the atrial channel was sensing the ventricular pace. Programming changes were made. Patient is fine.